Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "failed downstream occlusion pressure test, too low" was not reproduced. A review of the event history log (ehl) revealed multiple "downstream occlusion!" Alarms. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at a low pressure setting. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.